Event description:
It was reported that the customer received an altitude alarm during basal delivery. The alarm cleared on its own. The customer indicated that two of the vents are blocked. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.